Event description:
The customer reported in the medwatch form: "while pt was on cvvhdf (continuous ven-venous hemodiafiltration) therapy in the icc, the rn noticed the fluid removed was greater than what the devce was set to remove. Therapy was discontinued and the renal physician and rn removed the device from service. An IV fluid bolus was administered to the pt. When the crrt record was reviewed for 24hrs they found three with excessive fluid removal (217 to 0mls/hr extra removed) which totaled mls over five hours. All hours in question had alarms totaling five alarms. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do."